Manufacturer narrative:
Battery icon displayed was not confirmed. However, memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported receiving a battery icon on their freestyle flash blood glucose monitor. When the meter was returned for product testing, it was identified that unit of measurement setting could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.